Manufacturer narrative:
(B)(4). Above rated burst pressure. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the trek rx instructions for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm (atmospheres); therefore rbp was exceeded. It is unknown if the IFU deviation caused or contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity and extremely heavy calcification in the left main artery. The rx trek balloon catheter was advance to the target lesion with no resistance; however, the balloon ruptured at 18 atmospheres during the 2nd inflation. There was resistance during removal of the device from the patients anatomy with the guide wire and guiding catheter causing the tip to separate. Therefore, the rx trek, guide wire and guiding catheter were withdrawn together as one complete system. The separated tip remained on the guide wire and was retrieved from the guide wire outside the patients anatomy successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.